Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) exhibited high pacing lead impedance measurement greater than 2,000 ohms. The patient experienced atrial flutter. Additional information received indicated that the cause was not determined. The patient's device was checked and all lead measurements were normal. This device and lead was re-programmed and remains in service. No adverse patient effects were reported.